Event description:
It was reported that during an anterior cervical fusion procedure, an implant cracked. It was removed from the patient and a new implant was used. Although the implant was used in surgery, no patient complications were reported. No fragments of the device are remaining in the patient.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual review confirmed implant breakage into multiple pieces. Fracture surface analysis revealed directional rays at the base of the top portion of the implant, and was consistent with bend stress overload. The above observations were consistent with overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.